Manufacturer narrative:
Additional information: d.9.; h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment of the pump. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The accelerated stress test passed. No fluid leaks in the test cassette during the accelerated stress test. The internal inspection of the cycler showed that there were indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer a review of the device history record (DHR) found that the disinfection form marked "fluid present" by return goods 09/21/2021. Mushroom head check passed 09/21/2021.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. Fluid was found inside the cassette door in the pump module area and on the exterior of the cassette when patient was removing the cassette. Fluid was discovered in the pump module area and on the exterior of the cassette. Patient was not connected. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler the following day which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did do one manual treatment prior to getting the new cycler. The cycler is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. Fluid was found inside the cassette door in the pump module area and on the exterior of the cassette when patient was removing the cassette. Fluid was discovered in the pump module area and on the exterior of the cassette. Patient was not connected. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler the following day which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did do one manual treatment prior to getting the new cycler. The cycler is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.